Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for a defibrillator implant procedure. A few minutes after the lead was successfully implanted and screwed into the septum, the patient went into ventricular fibrillation. The patient was then shocked by an external defibrillator and sinus rhythm was established. The procedure was concluded without any further issues. The patient was noted to be doing ok post surgery.